Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the paddle handle is broken. The fse evaluated the device onsite, where it was determined that this was a malfunction of the paddles. The fse replaced the paddles to resolve the issue and confirmed device functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to a component failure. The root cause of which could not be determined because the component is not available for return. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The paddles were replaced to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.